Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with cracked right plunger case and battery door. Both tamper seals were intact. There was evidence of the error recorded in the event history log. The reported problem was not found at power up. The investigation could not determine the intermittent of the error; unable to duplicate the reported problem. No repair was needed for the reported problem; however the interconnect board was replaced for preventive measure. The root cause was unknown. No fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is unknown.

Event description:
It was reported that the syringe pump read biomed failure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.